Event description:
It was reported that while transporting a patient down a hill the wheels struck a dip in the asphalt and the cot became unstable. The paramedics were not able to stop the cot from tipping over with the patient on it. It was reported that the patient was injured, but no details have been provided on the severity or treatment of the injury. Attempts have been made to reach the customer for more information; however, the customer has not responded to these attempts.

Manufacturer narrative:
The user facility did not respond to stryker's attempts for further information regarding the reported injury.

Event description:
It was reported that while transporting a patient down a hill the wheels struck a dip in the asphalt and the cot became unstable. The paramedics were not able to stop the cot from tipping over with the patient on it. It was reported that the patient was injured, but no details have been provided on the severity or treatment of the injury. Attempts have been made to reach the customer for more information; however, the customer has not responded to these attempts.